Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the serial numbers of the lead and extension were unknown. The patient only experienced bending of the vertebra. Surgical replacement was preformed on (B)(6) 2017. The device was replaced with a new one.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient experienced a sudden loss of stimulation without any obvious reason. There was a loss of stimulation efficiency. No factors were reported. Diagnostics/troubleshooting included a programming session. All leads were tested and the result was very high impedance on every contact. X-rays were performed to check leads and extension for any possible breakage, but everything looked in place and intact. The issue was not resolved at the time of report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found no anomalies with the device. If information is provided in the future, a supplemental report will be issued.